Event description:
Additional information received from a manufacturer representative reported that the patient&#38112;next appointment was scheduled for (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported a possibly or potentially flipped implantable neurostimulator (ins). It was noted the patient had a follow-up with the healthcare provider (hcp) and had not seen a doctor in over a year and wanted the rep to check the device. The patient had a fall in (B)(6) 2015 where she fell down 8 stairs and she had also gained and then lost 25 pounds since last seen. The battery site felt different and occasionally it took a while to find it with the programmer. All impedances were found to be within normal limits. A new group c was created and adaptive stimulation was reactivated. Once going over the new settings with the patient, it was discovered her preferred setting for lying down were not correct and in fact the ins showed her as laying front. During charging, the maximum number of bars noted was two even though they were directly over the ins. The patient felt more comfortable with the new settings upon leaving the office. An x-ray was going to be taken. If it was flipped a pocket revision was noted as charging was a chore. The patient felt this may have happened around the time of the fall but was too busy to notify anyone. Programming, an orientation check, and charger troubleshooting were completed and this was how the issue was identified. The plan was for an x-ray and possible pocket revision. An implant manual was requested. A different rep then noted he was contacted by a radiologist requesting for orientation if it was flipped. Later, it was reported x-rays were taken and the patient would be scheduling an appointment to see the hcp and a rep would be there to look at the x-ray that day. The appointment had not been scheduled yet. No surgical intervention occurred and it was unknown if any was planned. The issue was not resolved at the time of the report. Relevant medical history included chronic low back pain and spinal pain.